Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. UDI #: (B)(4).

Event description:
The customer reported that they have a problem loading the device battery. There was no patient involvement reported.